Event description:
It was reported that stent moved on the balloon and stent damage occurred. The target lesion was located in the iliac artery. A 7.0x20x75cm express® ld iliac / biliary stent was selected and advanced to treat the target lesion. While inserting the device into the 6 fr unspecified catheter sheath, it was noted the stent slid off the balloon. The stent didn't came off completely as it was caught before it did. When the device was removed from the patient's body, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon was tightly wrapped and was not subjected to positive pressure. The crimped stent appeared to be pulled proximally on the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. There were no issues noted with the profile of the stent. The distance from the proximal edge of the distal markerband to the distal edge of the stent was 5mm. The proximal end of the stent was pushed up over the proximal markerband. The stent did not exhibit any signs of deployment. There was no visual damage noted to the stent. The proximal end of the stent that was pushed up over the proximal markerband measured 0.085 inch and the distal end of the stent measured 0.081 inch. No issues were noted with the profile of the device¿s tip. The working length of the catheter was measured. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on the balloon and stent damage occurred. The target lesion was located in the iliac artery. A 7.0x20x75cm express® ld iliac / biliary stent was selected and advanced to treat the target lesion. While inserting the device into the 6 fr unspecified catheter sheath, it was noted the stent slid off the balloon. The stent didn't came off completely as it was caught before it did. When the device was removed from the patient's body, it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patients' status was fine.